Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device is in progress. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It is reported that a posterior fixation screw broke at an unknown time post-op. The pt underwent a revision surgery to remove all hardware.